Manufacturer narrative:
H10: d9: updated, device received. H3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed the packaging indicated the lot number. The device had a small crack at the distal end and some deformation. The deformation placement indicated that the device was placed without sufficient preparation of the insertion site. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the polymer found that the storage conditions, material specifications, and material testing methods were appropriately documented. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or improper preparation of the insertion site. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
One 72201772 7x25mm biosure ha screw reported on. Due to unavailability, evaluation was limited. If further information becomes available, the complaint may be revisited. Factors that might affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: getting entangled up with other instruments or devices. Stripping or over-torque. Use of other than recommended prep instrument size or types. Damaged prep instruments. Unexpected bone density/condition. Review of instruction for use documentation contains, precautionary statements and recommendations for proper use of product. Prep per the instruction for use recommendation is critical for ease of insertion and successful anchoring. Per instruction for use: ¿use an appropriate size tap to pre-tap the insertion site prior to screw insertion. Prior to use inspect the tip of the driver. If tip flaring is apparent do not use the driver. Excessive force should not be placed on the delivery instrument. In cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used.¿ complaint history review for three years prior indicated similar allegations for the product code reported. Batch review was unattainable without a valid lot number reported. There was no evidence to suggest that product did not pass requirements upon release for use.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during procedure, the screw broke while inserting into the bone. No significant delay and a back up was used to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.